Event description:
It was reported that the intraocular lens was removed and replaced within the same procedure due to the notch missing on the leading and trailing edge of the intraocular lens (iol). A replacement lens was implanted of the same model. An incision enlargement was required. No patient injury was reported, and the event was indicated as a use/handling error. The patient was reported to be fine post op. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. A piece of lens was returned for evaluation. The lens condition is consistent with a lens that has been explanted. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the characteristic of the piece of lens is a zcb00. Also, notch in the haptic junction that is part of the zcb00 design was observed in the piece of returned sample. Manufacturing records were reviewed: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.